Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30166 occurred on an amia automated pd cycler set. This event occurred during night cycle two of four while the patient was connected. The technical service representative explained the alarm and possible causes. The caller cleared alarm prior to calling and would set up with new supplies that night. There was no report of patient injury or medical intervention associated with this event. No additional information is available.